Event description:
It was reported when using the bd pyxis¿ medstation¿ es had patient orders not passed into the station and unable to pull medication. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, g2, h4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system did not receive any messages. The technical support specialist informed customer that ensure that the a01 message is correctly processed and transmitted from meditech to system. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the pyxis medstation es system had patient orders not passed into the station and unable to pull medication. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.